Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included use testing. The pump was powered up and an error code alarmed indicating an issue with the back-up capacitor. The back-up capacitor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the back-up capacitor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.